Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, it was discovered that component y402 (smd crystal) on the ca board was defective. The defective y402 component prevented the monitor from being able to communicate with the belt. The root cause of the defective y402 component was likely due to random component failure. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.

Event description:
The territory mgr (tm) assisting a (B)(6) old female pt called in to zoll lifecor customer support to report that a service code 204 was displayed on the pt's monitor. The pt was provided with a replacement monitor.